Event description:
It was reported that the green plastic failed external to the patient's incision while using during surgery and no s&n backup device was available. The procedure was no delayed and the patient was not affected.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection confirms one of the green cam arms broke off from the device. The cam arm broken into two pieces. All the pieces were returned with the device. There are also multiple scratches and gouges on the bumpers of the device. The device was manufactured in 2017. The device exhibit signs of significant wear/ usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. We will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.